Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. Subsequently, the surgeon is requesting a device for a revision on an unknown date due to unknown reasons. Patient is also reported to have juvenile proportions, compromised collateral ligaments and a constrained implant. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was decided to report the event under manufacturing report number 0001822565-2018-00498.